Manufacturer narrative:
The subject device was returned to olympus repair for evaluation. The customer¿s reported problem was confirmed, the indicators on the front panel were flickering. Additionally, the automatic stop gas injection was out of function due to a defective main board. Two of the footing were missing at the bottom of the unit. The device has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer high flow insufflation unit¿s ¿front panel flashes, and there is no responding¿. The customer reported problem was found after reprocessing. There facility finished the scheduled case with another similar device. There was no delay, death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: the definitive root cause of the faulty panel. Which caused the front panel to blink and not respond, could not be determined. The definitive root cause of the defective led and main circuit boards, which caused the automatic gas injection to stop working, could not be determined. Olympus will continue to monitor field performance for this device.